Manufacturer narrative:
D10: concomitants: a493241 320-15-05 - eq rev locking screw, s437743 320-20-18 - eq rev compress screw lck cap kit, 4.5 x 18mm, s440637 320-20-34 - eq rev compress screw lck cap kit, 4.5 x 34mm, s356288 320-20-42 - eq rev compress screw lck cap kit, 4.5 x 42mm, s409169 320-20-46 - eq rev compress screw lck cap kit, 4.5 x 46mm, a377801 321-20-00 - equinoxe reverse shoulder drill kit.

Event description:
It was reported that approximately 12 months after a left total shoulder replacement procedure, the patient underwent a revision procedure to address pain and loosening. The surgeon removed a loose equinoxe glenoid baseplate and 42+4 glenosphere. He replaced them with a competitor¿s devices. There was no reported surgical delay or breakage of a device. Patient was last known to be in stable condition following the event. X-rays were unable to be obtained. The explanted devices are not available for return. They were sent to spd. Device images were provided. No further information.

Manufacturer narrative:
Correction: please disregard this report as it was reported in error. Event was previously reported under report #1038671-2024-02364.